Event description:
It was reported that following the implant procedure at the pre-discharge check, loss of capture (loc) and a pacing impedance drop was noted from the right ventricular (rv) lead. The patient also complained of discomfort and phrenic nerve stimulation (pns). The physician reprogrammed the device, but the discomfort and pns continued. Diagnostic imaging was performed which showed the rv lead had not dislodged. It was alleged that the rv had perforated the ventricle. The physician elected to reposition the rv lead to resolve the event and the patient was stable with no additional adverse consequences. The rv lead remains implanted and in service.